Event description:
Customer reported the upstream pressure sensor is faulty. No device was returned for evaluation.

Event description:
Customer reported the upstream pressure sensor is faulty. The casing is available for evaluation. No patient harm reported.